Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient scs system was not helping with pain relief. Surgical intervention took place on (B)(6) 2022 where the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.